Event description:
The customer called to report a button error alarm. During the troubleshooting, the insulin pump gave another error alarm. The customer was unable to clear the alarm due to unresponsive buttons. The customer's spouse then mentioned that the paramedics had been called for assistance due to a low blood glucose reading of 25 mg/dl. The spouse did not provide further info. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.